Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. A review by a clinical consultant confirmed crack/fracture and osteolysis. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report. Damage was observed on the stem, consistent with cement mantle breakdown and explantation damage. Material analysis concluded that: the device failed in fatigue, with the final fracture occurring in overload. Eds was performed on the steam and head, where both being consistent with astm f1586 and iso 5832-9 stainless steel alloy. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant noted: osteolysis of trochanteric bone rim opposite bone spike as indication for bone-to-bone impingement. In this case, principal problem to contribute to an overload condition in the bearing area leading to neck fracture is bony impingement as caused by a remaining osteophyte in combination with a severe post-fracture deformity of the femur below the stem that has profound influence on the effective component position relative to the acetabulum. A persistent acetabular osteophyte after index arthroplasty in 2007 with additional relative varus and flexion position of the stem due to deformity below the stem have reduced the effective motion space for the arthroplasty contributing to bony impingement between femur and acetabulum causing an overload condition in the arthroplasty and ending in a fatigue fracture of the stem neck. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded that a persistent acetabular osteophyte after index arthroplasty in 2007 with additional relative varus and flexion position of the stem due to deformity below the stem have reduced the effective motion space for the arthroplasty contributing to bony impingement between femur and acetabulum causing an overload condition in the arthroplasty and ending in a fatigue fracture of the stem neck. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Fractured exeter hip stem prosthesis was reported. Device revised to implant of same specification - revision surgery (B)(6).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Fractured exeter hip stem prosthesis was reported. Device revised to implant of same specification - revision surgery (B)(6).